Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. The hospital's biomed inspected the iabp and did not see a fault code. He checked the device with their test balloon and was not able to duplicate any issues, even when running at the highest pressure for a long time period. No parts were replaced and no issues were found. The iabp was returned to service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in the seal between the arterial sheath and the balloon pump. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in the seal between the arterial sheath and the balloon pump. No patient harm, serious injury or adverse event was reported.